Manufacturer narrative:
Siemens has obtained returned reagent from the customer and completed the investigation. Eighteen test strips were tested using positive blood solution and no false negative results were obtained. The customer's allegation was not observed. The cause of the event is unknown.

Event description:
The customer reported that they received a discrepant low blood result on their clinitek status+ instrument compared to lab testing. The patient's blood result was confirmed from the repeat testing. There is no reported injury due to this event.

Manufacturer narrative:
The customer has stated that they were performing proper maintenance and passing quality controls. Siemens has requested return of reagent for further investigation. The cause of this event is unknown.